Event description:
Healthcare professional reported rupture. This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d1, d2a, d2b, d4, d6a, d6b, g4, h4 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3; b5; b6.

Event description:
Patient reported right side rupture. Healthcare professional reported undetailed ducal carcinoma not related to the device. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. This record is for unknown side. The device remains implanted.